Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. Reportedly, the implant site showed drainage and signs of possible infection. The patient was treated with an antibiotic pouch. There were no additional adverse patient effects reported. The ICD remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.